Event description:
The manufacturer's rep reported the pt experienced one event of "withdrawal syndrome serious" and another event of mild withdrawal. It was reported there was no catheter problem. The pump was explanted and replaced and returned to the MFR for analysis. The pt status post pump replacement is reported as excellent.